Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: 2009, inratio: 7.5, lab: 3.8. This is considered an adverse event because patient went to hospital.

Manufacturer narrative:
Investigation pending. No lot/serial number provided and product is not expected to be returned.